Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the symptomatic patient experienced dizziness, palpitations and syncope due to loss of capture on the right ventricular lead. The patient was admitted into the hospital. The physician tried programming changes, but the loss of capture was still observed. The physician decided to explant and replace the lead. The new lead was implanted successfully. The patient was stable post procedure.